Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was visually and microscopically inspected. A portion of the distal coil and dome was detached and missing. The portion of the distal coil that was still present was soldered to sensor housing and was stretched with a sharp edge observed. The shaping ribbon was exposed with sharp edges noted and a portion of the shaping ribbon was missing. Block h6: the probable cause of the reported failure is damage in use as evidence by the distal coil and shaping ribbon being stretched, separated and missing. Manipulation and strain can damage the internal components.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturers policy. Ethnicity: no information available. Outcomes attributed to adverse event: patient required medical intervention (dapt) prior to being discharged. Suspect product: not applicable for this device. Implant date - explant date: not applicable for this device. The omniwire has not been returned for evaluation, thus no returned product investigation was performed. Recall & correction/removal number: do not apply to this submission.

Event description:
It was reported that during a coronary procedure, post normalization and pre measurement, the manufacturer's wire separated when the physician tried to pull the wire back from the small septal branch to redirect to the target lesion. The manufacturer's wire got stuck when trying to pull the wire out. The physician applied some force and the tip broke off, leaving about a 1 mm radiopaque piece in the patient. The patient had no vital sign changes or pain with the process. A new wire was used to check the original target lesion. No intervention was required per the reading from the new wire. The patient was placed on dapt to avoid any issues and was discharged as planned. This adverse event and product problem is being submitted because the tip of the manufacturer's wire separated and was retained in the patient, requiring medical intervention.